Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient passed away. The cause of death was not reported. It was reported the patient was not hospitalized prior to death. It was not reported if an autopsy was performed. It was reported the patient passed away ¿on the cycler machine¿. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Functional tests of the device¿s pneumatic and heating system were performed. The testing revealed all pressures and temperatures were correct and stable. The device passed the seal, purge & wet disposable integrity test. A short simulated therapy was successfully performed. The reported condition was not verified. Per the device evaluation, no device malfunction was found that could have caused or contributed to the reported issue. Therefore upon further review, it has been determined that the homechoice pro is no longer considered suspect product in the reported event. Should additional relevant information become available, a supplemental report will be submitted.